Event description:
It was reported that the user experienced nocturnal hypoglycemia after announcing a meal with a larger-than-anticipated dessert, during which automated meal and correction dosing contributed to blood glucose falling below the normal range. Symptoms included a low blood glucose of 49 mg/dl without loss of consciousness or other acute effects. Outcomes included recovery with self-treatment using oral carbohydrates, receipt of device low glucose alerts, no need for external assistance, and no medical intervention or hospitalization. Investigation included troubleshooting and education regarding meal announcements and meal size estimation. Investigation of this case revealed user-related meal announcement inaccuracy that led to insulin delivery not matched to actual carbohydrate intake; no device malfunction was reported. It was concluded, based on previously established findings for similar reports, that the cause was user technique related to meal entry and dosing expectations.

Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.